Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 63 year old female patient developing an access site bleed and monophasic pulses in the inserted limb. The pump was removed prematurely and multiple units of blood products were required. Hemodynamic support continued via an intra-aortic balloon pump.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the access site bleeding; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of access site bleeding was most likely related to patient condition, stemming from the significant swelling in the leg. The failure mode will be monitored and trended.